Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. Pt called back and repeated details from original call. Pt said that implant is only lasting 1 day in between charges, and thought it would last 3 days in between charges. They haven't tried the different groups yet. Advised that patient follow up with hcp.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for the call was pt reported that in the last couple of days, they noticed that the ins seems to be not working as they couldn't feel any stimulation. Pt stated that it was working really fine, they had no issues with their back, feet or their leg but in the last two days, it had not been doing anything. During the call, pt confirmed that the screen says that the therapy was on and they were in group a. Agent walked pt on how to adjust the settings. Pt mentioned that they know how to change the groups and noted that group b and c have lower settings. Pt will try to adjust the settings and monitor the issue. The patient was redirected to their healthcare provider to further address the issue.